Event description:
A malfunction alarm was reported with the code malf 12, and the customer was queried if any notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue, as the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the issue occurred again, which they acknowledged and understood.